Event description:
The user reported that during a cardiac interventional procedure the hemostasis valve may have a defect which caused the guide wire to fracture when the hemostasis valve was tightened. The broken wire was retrieved without harm. This happened two times in a row with the same hemostasis device resulting in a delay to 'door to balloon time.' The device was replaced and the procedure was completed without further complications. The reporter listed on the user facility report was contacted and could not provide any specific info for this event. The lab manager is on vacation and will not return until (B)(6) 2012. The reporter requested merit wait until then to try to speak with the lab manager.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The lot number was not provided. The device history record and complaint database could not be reviewed for lot specific info. The reporter has been contacted, but was unable to provide any info concerning the reported event. A follow-up report will be submitted if add'l info becomes available.